Event description:
It was reported that during a percutaneous coronary intervention procedure, shaft separation occurred. The target lesions were located in the moderately calcified and mildly tortuous left circumflex (lcx) and left main anterior descending artery (lad). A luge guide wire was advanced in the lcx and a non-bsc guide wire in the lad. A non-bsc 7f guideliner was used as conduit. The physician then stented the lcx and the lad using a 4.0 x 38 mm promus element plus with an inflation pressure of 11 atm. The physician re-directed the non-bsc wire through the stent struts and back into the lad. Post dilatation was performed with a 15mm x 3.50mm nc quantum apex mr balloon catheter. It was inflated three times at 14 atm each for 10 seconds. Dr. Strunk then advanced a 2.0 x 15 emerge balloon catheter on the bmw wire through the strut and inflated it to 6 atm to expand the side strut into the lad. And a 3.5mm x 12mm nc quantum apex balloon catheter was advanced on the non-bsc wire in order to do a kissing balloon technique with the catheter in the lcx. However, while attempting to advance the15mm x 3.50mm nc quantum apex mr balloon catheter, there was significant resistance encountered and the device was unable to go beyond the descending aorta just proximal to the arch. Both balloons and the wires in the lcx and in the lad were removed and damage to the balloons were noted. A segment of the shaft of the 15mm x 3.50mm nc quantum apex mr balloon catheter was separated and the wire can be seen outside the balloon shaft. The 3.5mm x 12mm nc quantum apex balloon catheter was pushed together like an "accordion" while still in the wire. The procedure was completed with another of same device. No patient complications were reported and the patient's condition is fine.

Event description:
It was reported that during a percutaneous coronary intervention procedure, shaft separation occurred. The target lesions were located in the moderately calcified and mildly tortuous left circumflex (lcx) and left main anterior descending artery (lad). A luge guide wire was advanced in the lcx and a non-bsc guide wire in the lad. A non-bsc 7f guideliner was used as conduit. The physician then stented the lcx and the lad using a 4.0 x 38 mm promus element plus with an inflation pressure of 11 atm. The physician re-directed the non-bsc wire through the stent struts and back into the lad. Post dilatation was performed with a 15mm x 3.50mm nc quantum apex mr balloon catheter. It was inflated three times at 14 atm each for 10 seconds. Dr. (B)(6) then advanced a 2.0 x 15 emerge balloon catheter on the bmw wire through the strut and inflated it to 6 atm to expand the side strut into the lad. And a 3.5mm x 12mm nc quantum apex balloon catheter was advanced on the non-bsc wire in order to do a kissing balloon technique with the catheter in the lcx. However, while attempting to advance the 15mm x 3.50mm nc quantum apex mr balloon catheter, there was significant resistance encountered and the device was unable to go beyond the descending aorta just proximal to the arch. Both balloons and the wires in the lcx and in the lad were removed and damage to the balloons were noted. A segment of the shaft of the 15mm x 3.50mm nc quantum apex mr balloon catheter was separated and the wire can be seen outside the balloon shaft. The 3.5mm x 12mm nc quantum apex balloon catheter was pushed together like an "accordion" while still in the wire. The procedure was completed with another of same device. No patient complications were reported and the patient's condition is fine.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a nc quantum apex balloon catheter with nc quantum apex pouch. The balloon was loosely folded. There were multiple kinks throughout the catheter. The shaft was torn/perforated 19.5 - 24.5cm from the tip. The distal end of the core wire was protruding from the shaft. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Manufacturer narrative:
(B)(4). Device evaluated by MFR.: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).